Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("tiredness/fatigue"), dry eye ("dry eyes"), urinary tract infection ("urinary tract infections"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy procedure by laparoscopy). Essure was removed in 2019. At the time of the report, the pelvic pain, dysmenorrhoea, swelling, hypersensitivity, genital haemorrhage, myalgia, arthralgia, fatigue, dry eye, weight increased, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, dry eye, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, myalgia, pelvic pain, swelling, urinary tract infection and weight increased to be related to essure. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhoea"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("tiredness/fatigue"), dry eye ("dry eyes"), urinary tract infection ("urinary tract infections"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy procedure by laparoscopy). Essure was removed in 2019. At the time of the report, the pelvic pain, dysmenorrhoea, swelling, hypersensitivity, genital haemorrhage, myalgia, arthralgia, fatigue, dry eye, weight increased, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, depression, dry eye, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, myalgia, pelvic pain, swelling, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.